Event description:
It was reported that the implant failed. The patient's bone grade was noted as grade iii and oral hygiene noted as excellent. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2022 for implant placement on tooth #10. During the implant placement the provider noted lack of primary stability and the implant was removed.

Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6080434 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6080434 available for review. Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. This complaint will be kept on record for tracking and trending purposes.

Manufacturer narrative:
Additional information: b1, h6 (investigation conclusions). Corrected information: e1, h6 (health effect - impact code). H1 updated to serious injury in follow-up report #1 but not reported in h11. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii and oral hygiene noted as fair. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2022 for implant placement on tooth #10. The patient returned on (B)(6) 2022 without complaint before the after healing abutment stage of surgery and upon exam the provider notes a failure to integration. It was at that time the device was removed and replaced.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.